Manufacturer narrative:
The field service representative (fsr) performed troubleshooting which included replacing multiple parts which resolved the issue. A review of service history for the architect c4000, serial number (B)(4), revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical data for the architect c4000 did not identify any trends. A review of historical data for the replacement part did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the replaced part or the architect c4000 processing module, serial number (B)(4) was identified.

Event description:
The customer observed imprecise magnesium (mag) results on architect c4000 processing module for multiple patients and controls. The results provided were: patient 3: initial mag results=1.3 mg/dl/ repeated=2.1 mg/dl/repeated on second analyzer=1.8 mg/dl. (Normal reference range=1.6 to 2.8 mg/dl). There was no reported impact to patient management.